Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Component (B)(4) relates to device (B)(4) for the reported event of clip broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure. According to the complainant, during the procedure, the resolution clip would not open completely inside the patient. The physician attempted to grasp tissue and released the clip from the delivery catheter; however, the clip would not fully close onto the mucosa and fell into the patient. The physician retrieved the clip from the patient and used another of the same device to complete the procedure without complications. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.